Event description:
The physician reported he was treating a basilar artery stenosis. Once the stent was positioned across the lesion, the physician reported it was impossible to advance the inner body to the proximal stent markers even though continous flush was maintained and the stent system relaxed. The physician reported when he applied more force, the hypotube of the inner body broke proximally. The physician reported he then removed rotating hemostasis valve (rhv) and tried again. The stent system was removed, and outside the patient, the physician reported he was able to advance the inner body and deploy the stent. The physician chose another stent and experienced the same deployment issue. The physician reported he managed to deploy the second stent across the lesion. The physician reported he observed an abnormality on the proximal outer body shaft approximately 5-7 cm distal to the hub. The patient suffered no adverse effects as a result of this phemenon.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the uer's experience. If the device is returned, and further information is found, a supplemental report will follow.